Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted. On (B)(6) 2022, the patient was determined to have calcification of the heart valve. On imaging, there was reason to suspect a leaflet tear. The patient had aortic insufficiency, grade 3-4. The valve is planned to be explanted on (B)(6) 2022. The patient is stable and awaiting explant. The annular size is 23mm. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Related manufacturer report number: 2135147-2022-00318.

Manufacturer narrative:
Na. B5 describe event or problem was corrected to add related manufacturer report number: 2135147-2022-00318.

Manufacturer narrative:
An event of calcification, leaflet tear and valve explant was reported, after more than four years of implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications.

Event description:
Subsequent to the previously filed report, additional information was received that the trifecta valve was explanted on(B)(6). 2022. It was reported that a leaflet tear was seen on the valve prior to being discarded. A non-abbott suture-less valve was placed as a replacement. The patient was stable during device replacement. No additional information was provided.